Event description:
A complaint was received via webform regarding the detachment of the adc device. As a result, the customer was provided juice, sugar, and or food by non-healthcare professional for treatment. No further information was provided. Adc customer service attempted to contact the customer to gain additional details regarding this event, however, the customer was not available. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for g4 as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
See section h11 (corrected data). All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. As per additional follow up with the customer, there was actually no medical event which occurred with this issue. Please disregard all reports associated with MDR 2954323-2022-30494.

Event description:
A complaint was received via webform regarding the detachment of the adc device. As a result, the customer was provided juice, sugar, and or food by non-healthcare professional for treatment. No further information was provided. Adc customer service attempted to contact the customer to gain additional details regarding this event, however, the customer was not available. There was no report of death or permanent injury associated with this event.